Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedures were performed in the pt's rooms. During catheter placement, the symbols rec'd on the console did not match up to what the chest x-rays were showing. The blue bullseye was seen many times when the catheter is mid-clavicle, mid svc, right atrium, and even before it is inserted into the vessel. It is not known how many times this has occurred. This has caused delays in treatment with no pt harm and no pt deaths or complications were reported.